Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced cannula mount to resolve the issue. The system was verified and ready to use.

Event description:
It was reported that error 25748 occurred when the caller began draping the system. The customer power cycled the system several times, but the issue remained. The technical support engineer (tse) walked the caller through a hard power cycle of the system, and installing a cannula into the mount to see if the system could get past the initialization, but there was no resolution. No further troubleshooting was performed. There were no reports of patient involvement.